Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's lead had high impedances and lost effective stimulation as a result. Surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue. Therapy was restored post-op.